Event description:
It was reported by the customer that a pyxis medstation es system all stations were under critical override. The customer reported that the nurses were unable to pull new orders since it was not showing up in the station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all stations were under critical override. A technical support specialist confirmed that it was a network issue and resolved by the customer. The system functioned as intended after the customer troubleshot the device.